Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. Patient was advised to reset the device which was unsuccessful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The share direct receiver device (part number stk-pr-pnk/serial number (B)(4)//lot number 5198427), used with the complaint transmitter device, was returned on (B)(6)2015. The returned complaint share direct receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the returned receiver and review of the downloaded data log did not confirm the reported event of a permanent out of range signal.